Event description:
Reporter indicated that a pt is having more seizures now than he did when he was implanted and the pt is not responding as well to magnet activations. The treating physician indicated that the generator was not at eos and increased the pt's epilepsy medications. The pt is being referred for prophylactic generator revision.